Event description:
It was reported to vyaire medical that the revel ventilator stopped ventilating for 20 seconds while on a patient. At the time, unit alarms patient and high pressure. Furthermore, there was no patient harm reported associated from this event. Patient was bagged to prevent harm.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint. Vyaire received revel, english service repair p/n:19260-001-99 s/n:(B)(6). Visual inspection of the uut (unit under test) found no issues or damage. Placed the uut onto a known good docking cradle and utilized ptprogrammer, checked on uut modules communication. Utilized the event tool to download event trace. Removed uut from docking cradle and connected a known good circuit lung and flow analyzer. Power up uut and performed post (power on self-test) per subsequent operations in ¿startup mode¿ per section 7-25 of the ptv service manual which passed. External power led indicator at steady green color, battery charger led indicator blinking amber color, inserted a known good removable battery p/n:12532-001. After 24 hours of run time using customer settings, uut has no alarms or faults. Readjusted the uut setting to ¿ptv run-in¿ per manufacturing procedure ptv run-in for another 63.3 hours. No issues or faults. Removed and downloaded the event trace showing uut was functioning to specifications. Unable to duplicate the reported complaint ¿vent stopped venting for 20 seconds¿. Removed uut lower housing, found missing copper tape (p/n:12129-001) on the exhalation module towards the blower cover and the bottom frame of the uut. Investigation was unable to duplicate the reported complaint, but verified through the event trace and found to have operated according to expectations.